Event description:
It was reported that low pacing impedance was noted on the lead. Externalized conductors were observed via fluoroscopy prior to scheduled device change-out. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.